Event description:
Caller reported a malfunction on the pump, which occurred after initiating a bolus. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.